Manufacturer narrative:
G4:08mar2021, b4:08mar2021, h11:g5:k102054. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:02mar2021; b4:06mar2021; h11:g5:k102985. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:04feb2021 b4:05feb2021. A philips representative advised the customer to replace the blower motor controller printed circuit board assembly (pcba) and the blower assembly. Multiple good faith efforts were made to obtain additional information regarding the customer resolution have been unsuccessful. If new information is received, a supplemental report will be submitted. (B)(4) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 09dec2020.

Event description:
The customer reported that a v60 ventilator was making loud noise. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.